Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an initial hip procedure done on (B)(6) 2021. The patient was dealing with some discomfort of their left hip. Upon viewing x-rays, the surgeon believed the stem had come loose and opted to revise the femoral component. It was confirmed that the stem was in fact loose and the surgeon was able to remove with the threaded handle and slap hammer. The surgeon also wanted to remove the 52 x 32 lipped liner that the surgeon had implanted and exchange it for a 52 x 36 neutral liner. The surgeon felt the patient would benefit from implanting the competitor. Doi: (B)(6) 2021. Dor: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.